Event description:
It was reported that high impedance was observed during a follow-up visit. No additional relevant information has been received to date.

Event description:
It was reported that the physician reported the event to the distributor. The physician did not suspect that patient manipulation or trauma contributed to the high impedance. The generator was programmed off after the high impedance was observed. The physician intended to monitor the patient¿s seizure frequency before referring to surgery to replace the vns system. No additional relevant information has been received to date.